Event description:
It was reported that the patient was referred for vns explant for possible infection. The plan was to replace the device or move products to a different location. The hospital later reported that the patient had generator and lead explant surgery on (B)(6) 2015 due to possible infection. Re-implant has not occurred to date.

Event description:
Hospital medical records were received which reported that culture results from (B)(6) 2015 showed ¿staphylococcus, coagulase negative (light growth)¿ from the generator area on the chest. Pathology notes from this date reported that diagnosis was fibro-adipose tissue and ¿left chest wound track¿ excision with acute and chronic inflammation and fibrosis. History included ¿device infection/extrusion.¿ analysis was completed on the generator and lead. There were no performance or any other type of adverse conditions found with the pulse generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the generator and lead device history records confirmed sterilization was performed for both devices prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not include the hospital medical records information.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not completed to date. Good faith attempts for additional, relevant information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently did not report this information.